Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 684 mg/dl. Troubleshooting was performed, and it was found that the customer had not programmed the insulin pump correctly. The customer stated that when she was programming the insulin pump, she made some mistakes and this led to the high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.